Event description:
This notification is being reviewed due to a user of a dreamstation 2 advanced auto CPAP device with an allegation of "smells heated". There was no report of flames, smoking, burning, melting or warping. There was no serious patient harm or injury. There was no medical intervention reported. The manufacturer requested return of the device for evaluation. The patient reported the device overheated, smells very strongly, and is unusable. The patient reported the device no longer powers on. The patient described the smell of the device like it was overheating and smelled like smoke. The patient did not see any smoke coming from the device. The patient did not see any flames. The patient did not see any evidence of melting, warping, or any voids or gaps in the enclosure. The patient reported the filter was changed "maybe one month before the event". The patient reported there was no damage to the power cord or the power supply. The patient reported the device was plugged directly in the wall outlet with no extension cord or power bar. There was possibly a bedside lamp plugged into the same outlet as the device. There was no property damage beyond the device. The only other medical device the patient reported using was the humidifier included with the CPAP. There was no one-way valve in place in the patient circuit with use of oxygen. The patient nor any other household member is a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.